Event description:
The customer reported that they could not acquire a 12 lead ECG for analysis. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.